Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es - 1 patient profile not showing up in station. The technical support specialist found that this issue occurred because the admit message sent did not contain an admit date, causing our system to reject it. Once the admit message was resent, the patient showed as admitted. The issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue in which the patient profile was not showing up on the station. The customer reported that they can see the patient on the server but not showing up on the station. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.